Event description:
It was reported that the user experienced recurrent low glucose readings in the 50s while using the ilet pump and, per healthcare provider direction, contacted beta bionics for assistance and performed a factory reset followed by device setup with guidance. Symptoms included hypoglycemia. Outcomes included urgent low glucose that prompted troubleshooting and education. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device function could not be assessed prior to reset and that a factory reset and reconfiguration were completed without further incident. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.